Event description:
It was reported that the case and cover were damaged. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the upper case and lower case were broken and contaminated. It was also noted that the battery release and battery flex were contaminated, both bail covers and both bails and ring were missing, the ring cover, lead flex cover and battery drawer were broken and the battery contacts were compressed.